Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17189; 2938836-2019-17190. It was reported that when the patient presented via remote transmission, persistent noise was noted on the right ventricular (rv) lead. There was no underlying rhythm and the patient experienced syncope. The telemetry was found to be in suspended mode working with very slow response therefore the device could not be reprogrammed. As the origin of the noise was unknown, the physician decided to remove the rv lead as well as the device. During the procedure, the rv lead was found to be adhered to the ra lead. Both leads as well as the device were explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.